Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4).

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013".

Manufacturer narrative:
(B)(4). Exemption number e2016032. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 15/jan/2018 as follows: patient received an implant on (B)(6) 2013 via the right internal jugular vein due to deep vein thrombosis and pulmonary embolism. Patient is alleging tilt, pain and discomfort in area of filter.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following allegations have been investigated: fracture, embedment, bent strut, fear/anxiety/depression/stress, chest pain, high blood pressure, lower leg swelling, headaches, limited activity. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. The additional information regarding embedment does not change the previous investigation results for organ/vena cava perforation. Unknown if the reported bent strut, fear/anxiety/depression/stress, chest pain, high blood pressure, lower leg swelling, headaches, limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant in (B)(6) 2013 due to pulmonary embolism (pe) and deep vein thrombosis (dvt) while on anticoagulation. The patient alleges fracture. The patient further alleges fear, anxiety, chest pain, high blood pressure, pain and swelling in the lower legs, headaches, limited activity, depression, and stress. 15jul2019, per a report from computed tomography; ¿filter tilt: the ivc filter apex is directed posteriorly, laterally and is within the ivc lumen. Abnormal positioning of the ivc filter: the ivc filter tip is located below the lowest renal vein and not greater than 2 cm below the lowest renal vein. Perforation beyond the ivc wall with or without involvement of an adjacent organ/vessel: within the axial plane assuming that the anteriormost strut is at the 12:00 location the 12:00 strut is 10 mm from the edge of the ivc and contacts the passing duodenum. This is unchanged from the previous study. The 2:00 strut is 7mm from the ivc margin and also contacts the passing duodenum. The 3:00 strut extends 6 mm from the ivc margin towards the aorta. The 6:00 strut extends posteriorly and appears to be embedded within the l3 vertebral body unchanged from the previous study. The 9:00 strut is up to 7 mm from the margin of the ivc contacting the second duodenum. The 11:00 strut appears to be along the margin of the ivc. Overall there is been no substantial change in the orientation of the struts or the apex of the filter. Filter strut fracture or bending: no fractured struts identified. However, at the 9 o'clock position on the axial images it appears that 2 of the struts overlapped one another. This finding is unchanged. In addition there is a large gap between the 9 and 11 o'clock position suggesting a bent strut. Stenosis of the inferior vena cava: no ivc stenosis identified by noncontrast CT.¿

Manufacturer narrative:
Exemption number e2016032. (B)(4). Investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tilt, vena cava perforation, organ perforation, pain and discomfort in area of filter'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.